Event description:
It was reported that the user received an electric shock during pulse field ablation (pfa) treatment and experienced numbness on their wrist afterwards. It was reported that during a pulse field ablation procedure, a farawave catheter was selected for use. The electric shock occurred when ablating the last pulmonary vein. The shock was audible, and caused user's wrist numb afterward. There was no detection of any defect in the glove. The procedure was completed successfully with original device. No medical or surgical interventions were reported in related to the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available following efforts. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. The reported events of electric shock and numbness are considered known inherent risks of the farawave catheter and are included in the list of potential complications in the catheter instructions for use. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available following efforts. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that the user received an electric shock during pulse field ablation (pfa) treatment and experienced numbness on their wrist afterwards. It was reported that during a pulse field ablation procedure, a farawave catheter was selected for use. The electric shock occurred when ablating the last pulmonary vein. The shock was audible, and caused user's wrist numb afterward. There was no detection of any defect in the glove. The procedure was completed successfully with original device. No medical or surgical interventions were reported in related to the event. The catheter was returned for analysis.